Manufacturer narrative:
Product complaint #: (B)(4). A labeled winding former and a used needle/suture of product code sxpp1a201 were returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and no defects were noted on the barbs, only body fluids were noted, and the fixation tab was broken at one of the sides appears to be use of a surgical instrument. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn't be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident of: ¿the tab only has small piece¿.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify: what was the specific issue with the stratafix tab? There¿s only half of tab of this suture. The issue was found before surgery. Please see photo as attachment. Date the event occurred? Na. Lot number: na. Procedure name? Na, related to spine surgery. Initial procedure date? Na.

Event description:
It was reported that the patient underwent a spine procedure in 2019 and the barbed suture was used. It was also reported that the issue was found with barbed suture tab before surgery; there was only small piece, a half of tab of the barbed suture. There were no patient consequences reported.